Event description:
It was reported that the day after the catheter was inserted, the pump alarmed, and the nurse found the that the connection between the sheath hub and the suture wing was loose. The catheter was removed, and a second catheter was inserted at the same insertion site. No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f22d0046) reported on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The peel-away sheath was on the iabc. The iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 12.8cm from the iabc distal tip. The hemostasis cuff was noted disconnected from the cath-gard. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The hemostasis cuff was reconnected to the cath-gard and no abnormalities were noted. The hemostasis cuff was disconnected from and reconnected to the peel-away sheath multiple times without difficulty. No loose connection was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. No loose connection was noted between the hemostasis cuff and sheath during pump testing. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 13.2cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 69.1cm from the iabc luer end, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The occurrence rate is within acceptable risk limits. The reported complaint of "the protective sleeve of the balloon to the sheath connector was loose" is not able to be confirmed. Upon return, the hemostasis cuff was noted disconnected from the cath-gard, however; after reconnection, no abnormalities were noted and the connection functioned as intended. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the day after the catheter was inserted, the pump alarmed, and the nurse found the that the connection between the sheath hub and the suture wing was loose. The catheter was removed, and a second catheter was inserted at the same insertion site. No report of patient harm or injury. The patient status is reported as "fine".